Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient who was receiving ba clofen (concentration of 2000mcg/ml, dose of 701mcg/day) via an implantable infusion pump. Indication for use was unknown. It was reported on (B)(6) 2016 that the refill volume exceeded the expected reservoir volume at refills. The amount of the discrepancy was unknown. An early pump replacement was performed. The catheter was deemed to be patent. There were no patient symptoms reported. The status of the patient was unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
Corrected to include further information.

Event description:
Information was received from a healthcare professional (hcp): via a manufacturer representative (rep) regarding a patient who was receiving baclofen (concentration of 2000mcg/ml, dose of 701mcg/day) via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported on (B)(6) 2016 that the refill volume exceeded the expected reservoir volume at refills. The amount of the discrepancy was unknown. The volume discrepancies were noted over time by the patient's managing hcp. An early pump replacement was recommended and performed as eri was coming up in under 1 year. The catheter was deemed to be patent. There were no patient symptoms reported. The status of the patient was "alive - no injury". The event date was unknown. The pump was to be sent to the manufacturer on (B)(6) 2016.

Manufacturer narrative:
Returned pump analysis found no evidence of anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.